Event description:
It is reported by the nurse of the hospital, that the nail and the screw can´t be connected with the target device. The screw of the carbon part can´t be locked. Danger of miss-drilling.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The evaluation revealed the fixation screw to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The screw returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The customer reported two events: 1) the nail and the screw can´t be connected with the target device, and 2) the screw of the carbon part can´t be locked. Regarding 1) the nail and the screw can´t be connected with the target device: a sample nail was assembled to the nail handle with a sample nail holding screw without problems; also the nail handle could be assembled to the targeting arm with a sample fixation screw. All nail holes of the sample nail were passed by a sample drill like specified. Therefore the returned nail handle and targeting arm are fully functional. The reported event was not reproducible. It is likely that the used nail holding screw was damaged and caused the event. The nail holding screw was not provided. Regarding 2) the screw of the carbon part can´t be locked: the first winding of the screw thread is abraded and partly broken. The abrasion marks show that the fixation screw was inserted into a thread in oblique mode with strong forces. Due to this the winding material was overloaded and got abraded and broken. The IFU includes that all instruments shall be handled carefully; furthermore every instrument shall be checked prior every surgery regarding its functionality. Because no manufacturing issue was found the case is attributed to an inadequate handling by the user. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It is reported by the nurse of the hospital, that the nail and the screw can´t be connected with the target device. The screw of the carbon part can´t be locked. Danger of miss-drilling.